Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began sometime in (B)(6) 2012, exact date unknown. The patient reported that he manages his diabetes with an unknown type and dose of insulin (self adjuster) and denied making any changes to his usual diabetes management routine in response to the alleged issue. He claimed that on (B)(6) 2012 at approximately 7:15pm, he tested with the subject meter and observed a value of '97mg/dl.' Within a few minutes of testing, he tested on another meter (ascensia) and observed a value of '55mg/dl.' Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At an unknown date/time after the alleged issue, the patient claimed he developed symptoms of 'shakiness, blurred vision and feeling faint.' Despite his symptoms, he denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure; the subject test strips were in good condition. A control solution test was performed and it fell within the range specified on the vial of strips. The patient declined a replacement meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.